Manufacturer narrative:
The insulin pump powered up properly after battery installation. However, the battery cap does not stay locked in due to broken battery tube threads. Unable to perform displacement test due to missing retainer. The pump was received with broken reservoir tube lip, cracked (case battery tube) and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 12 mmol/l at the time of the incident. The customer stated that her belt clip broke and the pump fell to the floor. The customer stated that there is a crack on the outer casing around the battery compartment. The product was returned for analysis.